Event description:
The customer reported that the system's video controller board failed. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the video controller board. The system operates as intended.